Event description:
It was reported to philips that the system was not connected which was preventing imaging. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a diagnosis treatment was completed as planned on the same system. The philips field service engineer (fse) visited system onsite and confirmed that the system was not connected which prevents imaging. Upon troubleshooting, the fse identified network connection failure. To resolve the issue, the fse reconnected the network, after which the system was returned to use in good working condition. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury upon recurrence; as such, the complaint was reported. Since that time, new information has been received, which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. The system unable to produce x rays issue did not impact the completion of the procedure. The procedure was completed as planned by using the same system, with no impact on the procedure and patient or user. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.